Manufacturer narrative:
The pump has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on (B)(6) 2015, the patient¿s blood glucose (bg) was at 87 mg/dl and was found unconscious by third party. It was reported that the patient was treated with glucagon injection by non-medical personnel and emergency protocol was initiated. The patient allegedly remained on pump therapy without any recent adjustments to the pump settings. The reporter alleged that there was inaccurate delivery issue with the pump starting on (B)(6) 2015. Review of basal history determined that basal deliveries matched the basal programmed. Review of bolus delivery determined that bolus total matched what was programmed. Review of potential causes for bg issue showed that the bolus settings were incorrectly programmed, the patient had recent severe hypoglycemia and the patient had not responded to an alarm in a timely manner. The patient was referred to consult with health care provider for diabetes management issue. This complaint is being reported because the patient experienced severe hypoglycemia related to a use error in that the user did not respond to an alarm in a timely manner and that the bolus settings were incorrectly set.